Event description:
Event description guidant received information that reproducible oversensing with pacing inhibition was noted on the right ventricular rate/sense channel of this defibrillation lead. The patient was symptomatic to the pacing inhibition. No noise was noted on the shock channel and all impedance and threshold measurements were noted to be within range.